Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12, this report is re-sent via webtrader emdr-module.

Event description:
Internal report number (B)(4). Event took place in (B)(6). Narrative given by the customer [tentative translation]: "the puncture was performed for biopsy of a vertebral body with bone tumor osteoplastic altitudes thoracic vertebra torso 9. Access to the vertebral body was carried transpedicularly (left side). The access was very smooth; when introducing the cannula into the tumorous area, the cannula required considerable force to be pushed forward; advanced piece by piece. Again, removal of the cannula required considerable force. Upon removal the cannula broke off about halfway along in the patient. The distal cannula fragment of about 50 mm length remained in the patient and will initially not removed. Surgical removal/ retrieval of the fragment will be carried out once the patient will attend for biopsy (which has to be repeated due to unsuccessful attempt this time) again; then biopsy will be taken surgical. When introducing and pulling the cannula, no additional accessories like a hammer or something similar were used